Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a clinic visit, a pump stoppage was observed with the patient¿s positional changes while connected to power module. Log file analysis completed by the manufacturer¿s technical services representative revealed a single pump stoppage at the end of the log file while connected to the power module. X-ray showed an area of concern external. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and no additional alarms were reported. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the report of a pump stop on (B)(6) 2017 at 11:01 am. The pump stoppage occurred while the system was connected to the power module. The replaced portion of the driveline was returned measuring approximately 18 inches and a clamshell repair was present. Rescue tape was observed from approximately 3 inches to 7 inches from the system controller connector. Tears were noted on the outer silicone jacket with a distortion in the outer silicone jacket observed approximately 6.5 inches from the system controller connector. Electrical continuity testing was performed on the returned portion of the driveline and did not reveal any discontinuities or shorts. The outer silicone jacket was removed and no damage to the bionate layer was observed. The bionate layer was removed next and wear to the metal braided shield was observed throughout the length of the returned portion of the driveline. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed no signs of damage. High potential testing was performed to further verify the integrity of the driveline wires and the test did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the reported events captured in the log file. Analysis of the submitted x-ray images was inconclusive for any areas of damage to the driveline. Following the repair, the patient was placed on a grounded patient cable and no further issues occurred. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.